Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation with a thermocool smarttouch sf (stsf) and the patient experienced pericardial effusion that required pericardiocentesis, drain placement and prolonged hospitalization. While mapping vt in the left ventricle (lv), prior to radiofrequency (rf) ablation, the patient's blood pressure dropped and heart rate was elevated to the high 90's. The physician did not detect a pericardial effusion on intracardiac echo, and the patient had underlying addison's disease, so they treated the blood pressure medically. The patient's blood pressure increased a little. The physician proceeded with the case, delivering four (4) ablations along the lv septal wall with the stsf catheter. The patient's pressure was still relatively low, so they performed a transesophageal echo (tee) and fluid was seen around the heart. A pericardiocentesis was in progress at the time of the call, and 400 cc of fluid had been removed. The patient's status has improved, pressure was 159/76 mmhg, heart rate was 76 bpm. Patient fully recovered with no further intervention needed. However, the patient was admitted to cvivu (cardiovascular intensive care unit) for monitoring after the pericardial tap, until the pericardial drain could be removed. The physician's opinion on the cause of the adverse event was prolonged chronic use of steroids resulted in thinned cardiac tissue and the right ventricle (rv) catheter (boston scientific) caused the perforation. Relevant history from patient includes previous ablation performed and terminated due to recurrent significant drops in blood pressure. Ablation was performed (4 ablation lesions completed on the lv septal area) prior to noting the pericardial effusion. There was no evidence of steam pop. Although the physician believes the non-bwi rv catheter caused a perforation, it was not confirmed that there was a perforation and since ablation occurred prior to noting the pericardial effusion, the bwi ablation catheter cannot be ruled out as a contributing factor.

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31412355l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).